Manufacturer narrative:
Reported event: an event regarding dislocation involving an unknown mdm liner was reported. This was confirmed following a review by a clinical consultant. Method & results: device evaluation and results: not performed as the was not returned. Medical records received and evaluation: a review of the provided information by a clinical consultant noted this patient suffered a fall on her hip arthroplasty some 3-months post implantation of an accolade ii stem with mdm cup system. The mdm dislodged and required revision. The principal failure mechanism then relates to an external trauma on the fresh hip arthroplasty causing an overload condition with intraprostatic dislocation of the mdm requiring open surgery. In this case, the trident cup has near absent anteversion as evident by the straight line projection of the cup opening circle where the normal range should be within 15° - 25° of anteversion. The exact amount cannot be evaluated due to absence of a lateral x-ray but based upon the appearance on the ap hip view with an absent projected oval of the cup opening circle, anteversion is clearly suboptimal and rather close to 0°. The very low anteversion angle makes the system vulnerable to impingement between cup rim and neck of stem in various movements of the hip. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown conclusions: a review of the provided information by a clinical consultant concluded that cup malposition in absent anteversion has contributed to dislocation that was triggered by an external traumatic overload condition by a fall that just by itself might already have caused a dislocation. Mdm dislocations are usually of the intraprostatic type and always require open reduction, details about which are missing due to lack of clinical information. If additional information such as device details and/or device become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Revision right hip. Patient suffered a fall and the mdm was dislodged. Primary surgery was done on (B)(6) 2015.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Revision right hip. Patient suffered a fall and the mdm was dislodged. Primary surgery was done on (B)(6) 2015.